Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5054950/5054969, model/catalog description: linear st lead kit 70 cm, the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively.